Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anyh0977 to date for deployment issue and break. Visual/microscopic inspection: a flair endovascular stent graft was returned. The tuohy borst valve was tight, and the two-way stop cock was opened. The outer catheter was broken approximately 54mm from the strain relief and stretching was noted around the break. The stent graft was partially deployed and protruded approximately 9mm from the tip of the outer catheter. Dried blood was present between stent graft and outer catheter functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer catheter broken. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer catheter break is also confirmed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to place an endovascular stent graft in an a-v graft in an upper arm, the stent graft was unable to unsheath for deployment. The entire device was removed and another stent graft was used to complete the procedure. There was no reported patient injury.